Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties. As a result, their implantable pulse generator (ipg) was explanted and replaced. Postoperatively, the patient was stable. The ipg was discarded and will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.